Manufacturer narrative:
The field service engineer verified probe adjustments and adjusted probes. The wash and gear pump adjustments were verified. The rinse unit was checked. Calibration and control data were ok for cholesterol and hdl. Upon review of the alarm trace, no relevant alarms were observed. The patient sample was not re-centrifuged prior to running. The investigation determined the issue was related to sample pipetting and the service actions resolved the issue. There was no evidence of a general instrument issue. This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 and hdlc4 hdl-cholesterol plus 4th generation on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. Repeat values were believed to be correct. The sample initially resulted in a cholesterol value of 291.2 mg/dl, which repeated as 193.8 mg/dl. The sample initially resulted in an hdl value of 0.1 mg/dl, which repeated as 50.2 mg/dl. The cholesterol reagent lot number was 518327, with an expiration date of 31-jul-2021. The hdl reagent lot number was 449600, with an expiration date of 31-oct-2021.